Event description:
The customer reported having an urgent care visit due to high blood glucose of 311mg/dl. The caller mentioned that he was getting no delivery alarms and skin irritation even after using different cannulas. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent at the part that connects to the tubing, but it was not occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-91969. Mfg. Report 2 of 2, medwatch report # 3004209178-2013-91970 .